Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional investigation of this issue determined the root cause to be the ic y4 (chrystal clock oscillator), pn: 3203059-589, which was not providing a clock signal. This prevented the completion of the boot up cycle.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker observed upon powering on the device's display would remain dark. Stryker has retained this device and the customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.